Event description:
Report received from an abbott affiliate of a tubing separation. It was reported that the tubing was in pieces within the sealed packaging. The device was not in use with a pt. Though requested, no additional info was provided.